Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-10003, 2015691-2020-10004, 2015691-2020-10005, 2015691-2020-10006, 2015691-2020-10008, and 2015691-2020-10009.

Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. This report is for the 10 strokes (4 during procedure, 6 on 30-day outcome). The date of the event(s) is unknown. According to the article the date range for this event(s) is from january 2012 and january 2017.  For this reason, the first day of the range was used as the occurrence date.  In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valve are listed below; this report will remain blank. P130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve with commander delivery system (tf indication).   Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices.  According to literature review, and as documented in a clinical technical summary (ts 39109), stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients.  After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. There was no allegation or indication a device malfunction contributed to these adverse events. In this case, there is insufficient information to confirm the cause of the reported strokes. It is possible that the events were caused by the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: fischer q, et al. Performing optimal transcatheter aortic valve implantation: the need for tailored use of transcatheter valves. Arch cardiovasc dis (2019), https://doi.org/10.1016/j.acvd.2019.05.008.

Event description:
Through the review of the medical article by our affiliates in france: "performing optimal transcatheter aortic valve implantation: the need for tailored use of transcatheter valves". Corresponding author dominique himbert, the following events were identified: between january 2012 and january 2017, a total of 502 patients with symptomatic severe aortic stenosis at very high or prohibitive surgical risk were treated with tavi. Edwards sapien xt (sxt) and sapien 3 (s3) were implanted in 275 patients. Procedural complications: 2 annular rupture (1 death, 1 non-fatal), 1 conversion to surgery, 6 tamponade (1 death, 5 non-fatal), 1 ventricle perforation, 1 mitral valve damage, 18 av block, 10 strokes (4 during procedure, 6 on 30-day outcome), 87 vascular complications (27 during procedure / 62 on 30-day outcome), 65 bleeding (8 during procedure / 57 on 30-day outcome). 30 day outcome: 4 cardiovascular death, 31 acute heart failure, 35 pacemaker implantations.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.